Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor and insulin pump did not alert for high and low blood glucose. Customer's blood glucose was 43 mg/dl. During troubleshooting, customer felt sick, blood glucose was 36 mg/dl. Customer was unable to complete troubleshooting. Customer was advised to call back. Customer will not be returning the device for analysis.